Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time. If relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that during meniscal repair, the first anchor deployed normally but when making the second penetration and pushing the ring down to deploy the second anchor, the fast-fix device went down without resistance and did not deploy the second anchor even after several attempts. A backup device was available to complete the procedure. No patient injury was reported.